Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the trial the patient experienced tinnitus and tingling in both hands. The trial ended and the patient continued to experience the symptoms. Nevro attempted to obtain a medical assessment regarding the nature of the symptoms; however no additional information was provided.